Event description:
On (B)(6) 2013, the reporter stated that the needle came off in her stomach during injection. The consumer went to the hospital for an x-ray and cat scan. They were unable to locate the needle. She will be going to a surgeon later in the week. Additional information received via telephone on (B)(6) 2013, the consumer stated that she went to the surgeon's visit and the surgeon stated that it would be better to leave the needle alone.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.